Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the (B)(6) g5 mobile application was no longer receiving sensor data. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of the (B)(6) application no longer receiving sensor data was confirmed by the finding of a signal loss. A root cause could not be determined.